Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during an implant procedure the patient was experiencing severe pain after waking up from moderate sedation. The cause of pain was unknown but the physician did not took the chance that the leads were putting pressure on the spinal cord or potentially capable of causing neurological deficit. The physician opted to abort the case and remove the leads.